Event description:
During ivtm therapy for a 55 year-old male patient, after 18 hours of maintaining the target temperature, customer observed blood-tinge flowed back into the start-up kit (suk). The thermogard ivtm system generated an "air trap" warning alarm. No saline leak was observed on the thermogard console, patient bed or floor. A possible icy catheter (lot #185527) leak. The icy catheter insertion was smooth into the patient's right femoral vein. The icy catheter, suk and saline bag were replaced and treatment continued with the same thermogard ivtm system. After 8 hours after placement of the catheter, blood-tinge was again observed in the suk. The thermogard ivtm system generated an "air trap" warning alarm. A possible second icy catheter (lot #185527) leak and it was removed. The second icy catheter was inserted into the patient's left femoral vein with no difficulty. Ivtm therapy was discontinued. Thermogard console is functioning properly and it is ready for clinical use. No consequences or impact to the patient. Please see the following related MFR report: MFR 3010617000-2023-00595 for the 2nd icy catheter (lot #185527).

Manufacturer narrative:
The icy catheter associated with this complaint was not returned for evaluation. The product was disposed by the customer. Since the device was not returned, an investigation could not be performed, and a root cause could not be determined.